Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation. Evaluation of the returned electrodes (sr712148) did not identify any assembly discrepancies. Review of the provided device log did confirm that the ECG signal was not consistently acquired due to poor coupling, preventing the device from delivering energy. It was noticed that the shape of the CPR dura-padz did not promote consistent contact between the CPR dura-padz and associated gel. The cause of the reported complaint appears to be due to poor patient contact from the contour and rigidness of the CPR dura-padz and use of the product (movement and CPR machine), all of which contributed to the end users inability to acquire an ECG signal. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal due to an adhesion problem between the pads and patient. Complainant indicated that the patient subsequently expired.